Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose levels and bent cannulas. The customer's blood glucose reading was 40 mg/dl. The customer stated that he treated and was fine. The customer declined to speak with the 24 hour helpline. Nothing was replaced or returned.